Event description:
This 44 y/o male was treated in the emergency room on 2/7/97 due to seizures. A 22 IV catheter was placed in the pt's left hand. Following the blood draw, the IV "blew" and when the nurse removed the catheter, it sheared off. An x-ray was obtained and a small piece of the catheter was visible in the subcutaneous tissue of the left hand. The pt was brought to the pediatric intensive care unit for stabilization due to his medical condition, unrelated to the retention of the catheter. He was treated and discharged on 2/11/97. On 2/12/97, the pt was returned to the hosp as an outpaient and taken to the operating room where the foreign body was removed under general anesthesia. The pt tolerated the procedure well and was discharged to home.